Event description:
It was reported that a patient had an initial left total hip arthroplasty. Subsequently, the patient developed pain, limping, and elevated cobalt levels. The patient underwent a revision where the femoral component had only 10% growth and a follow-up note indicated probable loosening of the acetabular component. A small defect within the acetabulum was filled with tobramycin pellets and all implants were revised without complication.

Manufacturer narrative:
(B)(4). D10: us257850 magnum trispike cup 50odx44id 790910. 51-104110 tprlc 133 t1 pps ho 11x142mm 2502588. 139254 m2a-magnum 42-50mm tpr insrt-3 969500. G2: foreign: canada. Suggested component code- mechanical (g04): head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ this patient was admitted with a painful left total hip replacement. She underwent revision of the hip the same day. At surgery there was found to be probable loosening of the acetabular component. The acetabular component was replaced with a trabecular metal component with polyethylene liner and a ceramic head. In other words, her new component had no cobalt in it. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.